Manufacturer narrative:
H.10: the most likely root cause is a defective cooling compressor. The device has been shipped to the manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the device was returned to the manufacturer for investigation and it was found that the valve of the compressor was found to be defective and did not allow the compressor to build up pressure. A faulty valve into the compressor system has been identified as root cause of the reported issue.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: to resolve the issue, the manufacturer renewed the compressor and dryer. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was not cooling on patent side during procedure. There was no report of patient injury.